Event description:
It was reported that the right ventricular (rv) lead exhibited high impedances and was possibly fractured. It was further reported that the rv lead exhibited loss of capture. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: addrl1 ipg, implanted: (B)(6) 2012; ID 5592-45, (B)(6) 2002. (B)(4).